Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was failing to capture the patient. A rise in pacing threshold measurements and a drop in r-waves was also noted. The rv lead was suspected to have micro-dislodged. Surgical intervention was performed and the rv lead was abandoned. No additional adverse patient effects were reported.